Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue began at an unspecified time on (B)(6) 2016. At this time the patient obtained blood glucose results of ¿88, 150 and 88mg/dl¿ on the subject meter within 20 minutes of one another. The patient also obtained further blood glucose results of ¿94, 172 and 159mg/dl¿ on the subject meter also within 20 minutes of one another. The patient manages their diabetes with insulin pump therapy and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue occurring; they adjusted their dosage of humalog insulin accordingly based on subject meter results. The patient stated that within a week of the alleged product issue occurring they developed the symptoms of ¿cold sweating, heart palpitations, irritability and thirsty¿. The patient did not require any form of treatment as a result of these symptoms. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.